Event description:
A customer reported that the t:slim x2 pump battery would not charge, with the issue beginning approximately a month prior. The customer experienced an unstable charging connection, requiring them to hold the cable in place or adjust the pump's position for it to charge. There was no adverse impact to the customer's blood glucose level. Technical support sent a replacement charging cable and wall adapter with two-day shipping while advising the customer to rely on manual insulin if the pump battery depleted before the replacement arrived. Follow-up attempts were made, and the case was subsequently closed.